Manufacturer narrative:
The returned product was evaluated. Inspection of the device found that the needle mechanism was deployed, however, the catch beam was misaligned and failed to prevent the slide insert from retracting the soft cannula back into the device. The misaligned catch beam was determined to be the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle did not deploy, he noticed after 8 hours of wear. His blood glucose had risen to 300mg/dl and reached 400mg/dl after he ate breakfast. The device was returned for evaluation.